Manufacturer narrative:
Updates made to box e: initial reporter only.

Manufacturer narrative:
Change made to report information: complete? From 'no' to 'yes' only.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Added product UDI.